Event description:
As reported on (B)(6) 2014 by the international distributor in (B)(6), "during the procedure, the protective plate of trigger came loose, making difficult to continue using the product, once needles no longer formed a perfect square." No further harm or injury was reported due to this product problem.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging lot for the habib 4x laparoscopic device for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: warning: do not use device if needle arrays are bent or damaged, as it could lead to patient injury. Precautions: do not bend or kink the needle arrays. This may cause damage and result in a non-functional device. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).